Manufacturer narrative:
Device used for off label indication. The indication the device was used for was dystonia.

Event description:
A consumer reported the patient had a loss of therapy and loss of therapeutic effect. Therapy benefit as gradual and the loss of therapy was very gradual starting in 2012. The patient¿s indication for use is dystonia. At one point, the therapy helped the patient amazingly, but the therapy gradually lost effectiveness. The patient had side effects like a jitter in their hands and riding in their tongue. The patient was meeting with their health care provider to check for lead break or migration. During an unrelated electroencephalogram (eeg), the patient had an allergic reaction to a past used. During allergy testing, the patient discovered they had an allergy to gold sodium phiosulfate and they wanted to know if that was in any part of the implantable neurostimulator (ins). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from a friend or family member of the patient. The patient¿s issues with therapeutic benefit were restated. It was also reported that the dystonia twists the patient¿s spine. It was reported that the patient has a severe neurotransmitter dysfunction. The patient¿s healthcare provider did reprogramming for two hours to try and find the right settings. An MRI was ordered to look for lead placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.